Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.

Event description:
It was reported that the unit would continuously activate without the button being depressed. Further, another identical device was immediately available for use and the case was completed without delays or medical intervention.